Event description:
Hancock ii aortic valve replacement schedule after four months due to paravalvular leak noted by echo and cath. At the time of re-op, the surgeon could find no evidence of paravalvular leak, however, a small 2 mm hole was observed in one of the three leaflets. Valve was replaced with no reported patient complications.

Manufacturer narrative:
Analysis: gross visual analysis shows a hole in the right cusp of the valve. It appears to be due to leaflet contact wich the cloth covering the outflow edge of the valve. Also, a tear was observed in the left cusp free margin, appearing to be due to contact with a long suture tail. Pannus extends slightly onto the right and left cusp. Radiography shows slight mineralization of the inflow, adjacent to the left cusp. Conclusion: the event was related to product and user interface.